Event description:
It was reported that digit (1) was marked on the syringe of the line-draw main body with "magic [marker]. There is no affected item now, and digit (3) was marked there per the information gained". The event occurred before opening. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: visual inspection of the returned syringe showed black markings on the barrel and along the finger flange confirming the complaint. The cause was due to human error during machine operation and in-process visual inspection. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel.